Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were issues related to the scanning process for both logging in and medication administration. A technical support specialist adjusted the admission inactivity days to five days and reported that the previously noted malfunctions, including the pyxis and scanner freezing, could not be replicated. The user was advised to monitor the situation over the coming days, and no additional issues were identified. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the pyxis medstation es system had freezing issues during the scanning process and profile or order was not being properly crossed. The customer indicated that a malfunction took place when the user tried to pull medication to the patient. There were no adverse events or injuries reported based on this event.